Manufacturer narrative:
Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a balloon leak can occur due to one or more of the following probable causes. Iab leak is an intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Iab leaks can result in the following 1 user not following instructions per IFU or mishandling or misuse of device. 2 membrane folding resistance. 3 patient related factors, such as an plaque abrasion. 4 off label use.

Event description:
It was reported that intra aortic balloon blood got sucked into it. The balloon is suspected of rupture; however, no detailed information regarding the balloon has been provided. No harm is reported.